Event description:
It was reported, to medtronic minimed. That the customer, experienced crack on back of pump by battery. The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown, whether the customer will continue/discontinue to use the device. Mmt-1885 was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring and it locked in place properly. The following were noted, during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one, of which starts at the left belt clip rail. And another which runs horizontally across, just below where the bottom of the battery compartment is located, small missing piece from the reservoir tube lip, partially broken retainer ring, faded serial number label, missing display window cover, cracked middle (enter) keypad button, keypad overlay texture damage, scratched case. The pump was received, without a battery cap. In summary, the customer¿s report of a crack in the case was confirmed, during visual inspection. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.